Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed "max emission of lamp continued. Light intensity is reduced in the image" on the monitor and the touchscreen. The issue was found during a endobronchial ultrasound (ebus) procedure. The ebus had to be removed from the patient and the lens of the ebus had to be cleaned to clear this message. There was an unknown delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: d9. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.